Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found a serious programmer error. As a result software was reloaded to address the issue. (B)(4).

Event description:
It was reported that the programmer was unable to boot up correctly. The programmer was returned for servicing. No patient complications have been reported as a result of this event.